Event description:
It was reported that the customer had high blood glucose levels of 149.4 mg/dl. It was reported that the customer had a broken sensor. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection. Found that the sensor needle bent inside sensor base. Unable to confirm that the customer received the sensor in that condition because the customer returned opened/used. No sensor break detected.